Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6 the reported device was received for evaluation. A visual inspection revealed a missing soak cap and broken lanyard. A functional evaluation was performed on the returned device and found a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing, which could be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Factors that could have contributed to the short internal wiring of the power cord include internal cord damage due to crushing or shear force induced on the cable or fatigue from repeated bending of the cable during extended use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the mdu was not working. No case was reported, therefore, there was not patient involvement.